Event description:
It was reported that a ez45b was used during an unk procedure. It was reported by the affiliate that when the instrument was used in order to cut the lung, the cutter did not work, only the staples were in the lung.